Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the e-100 did not provide energy. The e-100 led indicator would not turn white when an instrument was connected to the arm. The customer moved the vessel sealer instrument to the erbe integrated electrosurgical unit (iesu) and continued. An isi technical support engineer (tse) reviewed the system logs and did not identify any errors. The procedure was completed. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the customer reported complaint was confirmed. The fse tried to engage the vessel sealer instrument and the communication cable to the e-100 from the core was loose fitted to the port. The fse reseated the cable and secured it with the mounted screws. The fse tested e100 functionality, all tests were passed. The system was tested and verified as ready for use.